Event description:
It was reported that the physician inserted the stimulating needle femorally and was moving the needle back and forth to get a good nerve stimulation when the needle separated from the hub. At this time, the needle remains in the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.